Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info that the operator heard a beeping sound coming from the ups and noticed an unpleasant smell before they performed any pt studies on the precedence camera. A third party vendor as industrial waste. There was no report of fire, pt involvement nor injury or operator or bystander.

Manufacturer narrative:
(B)(4). In this case, the operator heard a beeping sound coming from the altec 80 kva trinity series uninterruptible power supply (ups) and noticed an unpleasant smell before they performed any patient studies on the precedence camera. A third party vendor shut down the system and inspected it. A service call was placed by the third party vendor to a philips service engineer for the reported event, and they informed us that the air conditioner, for the imaging room, at the customer site was not working prior to the reported event occurring. According to the third party vendor, the temperature was too high for the imaging room. The customer site was able to scan their patient by using other systems in the department. There was no report of fire and there was no patient involvement or injury to operator or bystander. The third party vendor noticed that the ups was alarming, the internal temperature was 61°c, and there was sulfate surface on the batteries. The batteries had leaked some battery acid but the third party vendor confirmed that there was no indication of battery acid leakage on the outside of the cabinet. The service call alleges that the terminals had sulfate traces and some batteries had blown up. However, philips service confirmed that the batteries did not blow up on the ups as stated in the complaint record. The batteries did not melt when the reported event occurred at the customer site. The manufacture date of the batteries is unknown. The batteries were installed when the system was installed in december, 2009. The third party vender indicated the customer as a service contract with them. The third party vender replaced (B)(4) batteries, interconnect wires, and fuses. The batteries were disposed of by the third party vendor as industrial waste. Preventive maintenance was performed and the system was brought back into service. The following statements appear in the precedence imaging system instructions for use manual, which states: philips medical systems products are all designed to meet safety standards. However, all medical electrical equipment requires proper operation and maintenance, particularly with regard to human safety. Do not perform any patient procedures with the precedence system until you have verified that the system is properly calibrated, has satisfactorily passed the required quality control tests, and all preventative maintenance is up to date. Operation of the system with improperly calibrated or operating equipment can expose you and the patient to safety hazards that could lead to a fatal or serious personal injury. You must check that all collision surfaces and emergency stop switches are operational on a daily basis as part of your daily camera qc before you acquire any patient images. To do this, you must generate a collision and activate the emergency stop switches. If the system does not function properly or fails to respond to the commands, stop the study and remove the patient from the area. Immediately contact philips and report the incident. Do not use the equipment if any intermittent problems occur with any mechanical control device (handcontroller, emergency stop switches, collision sensors, etc.). Do not remove the covers or cables on the precedence system. High voltage is present in the system. To avoid personal injury from electrical shock, do not operate the system with any covers open or cables removed. Do not override safety locks present on the system. Only qualified service personnel should remove the covers or cables. Do not remove covers or cables from this equipment. High electrical voltages are present within this equipment. Removing covers or cables can lead to serious or fatal injury. Use the precedence system in rooms or areas that comply with all applicable laws and regulations regarding electrical safety for this type of equipment. Call a philips field service engineer if any imaging system equipment becomes damaged. The temperature and relative humidity for the room location of the imaging equipment must be maintained within the following ranges: temperature: 18° to 24° c (65° to 75° f) relative humidity: non-condensing range of 20% to 75%. Important: if the temperature becomes too high, adjust the air conditioning or attempt to cool the room to an acceptable level. If you cannot cool the room, turn off the imaging system and call your facility maintenance personnel. Only a philips field service engineer can disconnect equipment from the imaging system. These same statements appear on the acquisition station by selecting the on-line help manual for the precedence camera. CT engineering determined this event to be of acceptable risk. Mitigation: the system shall only utilize batteries approved by a recognized electrical safety (e.g. Ul, csa). The third party vender replaced 62 batteries, interconnect wires, and fuses. Preventive maintenance was performed and the system was brought back into service. Cause could not be determined because the batteries were not available for evaluation. The third party vendor noted that the air conditioner for the imaging room at the customer site was not working and the internal temperature was 61°c. Most likely this was the cause of the damage to the batteries.

Event description:
Philips received information that the operator heard a beeping sound coming from the ups and noticed an unpleasant smell before they performed any patient studies on the precedence camera. A third party vendor shutdown the system and inspected the system. The batteries were disposed of by a third party vendor as industrial waste. There was no report of fire, patient involvement nor injury to operator or bystander.